Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a laparoscopic procedure, as the scissors were laying on patient's abdomen. The non-medtronic reusable scissors were activated and came in contact with the patient's abdomen causing a small burn the size of the tip of a pencil. New laparoscopic scissors were used to resolve the issue. The was patient has recovered temporary injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, as the scissors were laying on patient's abdomen the non-medtronic reusable scissors were activated outside the abdomen and came in contact with the patient's abdomen causing a small burn the size of the tip of a pencil. New laparoscopic scissors were put on the sterile field to resolve the issue. The reporter indicated that the patient received a temporary injury but no treatment was required.